Manufacturer narrative:
Further information indicated that the ventilator was used on a patient at the time of the issue. However, no harm was reported. The ventilator displayed a warning message on the screen as well as an audible alarm several times before the ventilator shut down. The ventilator was not connected to ac power during the time of the shutdown. The customer replaced the battery, and the device was returned to service.

Event description:
The customer reported a battery failure and the ventilator shut down. There was no patient involvement. The remote service engineer (rse) spoke with the customer and confirmed the battery was manufactured in 2021. The rse advised the customer to replace the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.